Event description:
Balloon pump shut off for about 15-20 seconds. Machine was plugged in and not touched and no alarms went off. Nothing found in alarm history. Teleflex replaced "opm" board and updated software. No other issues found. Pt code: 4582. Device code: 2906. Ref report: mw5172175.